Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during implantation of the trial, the threaded driver snapped off, leaving the broken threaded driver stuck inside the screw hole of the trial and unable to be removed. Increased force was required to advance the trial into the disc space, and there was a loss of contact between the navigation driver and the trial. The trial and navigation driver were no longer able to be used for the duration of the surgery. To remove the trial from the patient, a second driver was used to make contact with the angled screw hole on the trial, and a slap hammer was then used to remove the trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: product analysis of part# (B)(4), lot# em21m021 visual and optical inspection confirmed the tip of the interbody inserter has broken. Optical inspection revealed a fairly flat brittle fracture surface. It appears the tip broke due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.